Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing and three inappropriate shocks due to atrial arrhythmia with rapid ventricular rate. Technical services reviewed reports with clinician. At this time, this ICD remains in service and there were no additional adverse patient effects reported.